Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead was at the hospital for a scheduled device replacement. At the device check prior to the procedure, the rv lead exhibited high out of range pacing impedances and no capture. The lead was surgically abandoned during the replacement procedure. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
--